Event description:
Siemens received a report on (B)(4) 2012, that a customer technician stated that a specific patient treatment was signed as "performed" on (B)(6) 2012, by the lantis system. The customer stated that the patient was not in the room at the time, and no one performed that patient's treatment plan. Reportedly, the customer is sure that the treatment was not performed at all by their personnel in charge of that treatment. However, siemens' customer service engineer checked out the dose report, has read each record for each field with the time stamp and the amount of dose used, and confirms that a treatment was delivered. The service engineer also stated that the exact amount of time it would take to treat the three (3) fields in the patient's treatment plan was recorded. There is no report of mistreatment or injury to a patient. This reported event occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2012. Siemens performed a comprehensive investigation into the reported event as a first response that thus far has concluded that a patient treatment (per system records analysis) did in fact occur per the lantis files provided for the date of and dates surrounding the reported event. Records provided are: corresponding user ID's, (B)(6). Siemens cannot verify if an actual patient was in the room and treated however an account of steps taken by the clinic staff leading up to the reported event has been requested. The investigation is on-going and siemens will submit a supplemental report upon completion of the investigation.